Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-50135.

Event description:
It was reported that the insulin pump alarmed no delivery, possibly due to an infusion set or reservoir occlusion. It was also reported that the insulin pump alarmed motor error, weak battery, and failed battery test, as well as low battery after less than a week since a battery change. The blood glucose reading was 182 mg/dl. She stated that she received a no delivery alarm during a bolus, replaced the battery, then received the motor error alarm. The device passed the self test. She reported that she had to replace batteries every 3-4 days. She stated that the issue was getting worse even though the device was brand new. Advised replacement of the insulin pump. Nothing further reported.